Event description:
It was reported by an american medical systems sales representative on (B)(6) 2011 that during the procedure error message code 130 power watchdog timeout power controller has not received photodiode data from rcb within timeout period was received. Per the american medical systems sales representative, the customer reported to her that the error message code 130 comes up now every single case, toward the end of the cases. Per the customer, the cases were able to be continued and completed with no harm to the pt by shutting down and rebooting the laser system to clear the error message code. Additional info provided by the customer stated error message code 130 became a reoccurring error with this laser system.